Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and the bushing / tubing was separated from the patient adapter. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adaptor and the tubing / bushing is a friction fit and not a solvent bond; therefore, a strong tug on the patient adaptor or tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adapter of a peritoneal dialysis (pd) transfer set separated from the silicone tubing. The separation between the two components occurred while the nurse was performing resistance testing and determined that the components easily separated with minimal force. This event occurred prior to patient use of the device. There was no patient involvement. No additional information was available.